Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2021, the patient presented with increased mr with grade of 3. The clip was confirmed to be stable on both leaflets and no chordal damage was suspected. The patient was re-hospitalized for a second procedure which is planned for a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported mitral regurgitation (mr) cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.